Event description:
During removal of a three-way foley cath, only 4.5cc of saline was able to be removed from the balloon. Multiple attempts made but could not extract additional saline; tubing port to balloon collapsed. There was resistance noted by rn removing the cath. Once removed, the balloon was noted to be partially inflated.